Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported false positive results on the alinity m resp-4-plex assay. No other details were available and the customer did not respond to follow-up questions, therefore this evaluation will be run as a worst case false positive sars cov-2 target evaluation. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in the (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a quality data review, and a complaint history review. The results of the investigation are summarized as follows: quality data review: a batch record review was not performed as a lot number was not reported. The CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue. Complaint history review: a lot specific complaint history review was not performed as no lot number was provided. A complaint history analysis was performed to identify if there is a potential product deficiency for alinity m resp-4-plex amp kit (list 09n79-090). A frequency calculation was performed of the number of discrepant results against the total number of tests performed. The complaint history analysis identified a frequency of discrepant results equal to (B)(4), based on the volume of testing, the number of occurrences of discrepant results is very low. Therefore, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) could not be identified from this analysis. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) was not identified.